Event description:
During training, the autopulse platform (B)(4) displayed a user advisory - "(ua)41" (patient temperature sensor failure) error message. The autopulse platform was used on a hard surface when ua41 error message occurred. The autopulse platform was normally stored vertical in a storage cabinet. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed a user advisory - "(ua)41" (patient temperature sensor failure) error message was confirmed during the initial functional testing and archive data review. The root cause of the reported complaint was due to a defective temperature sensor cabling, likely attributed to an aging device. The autopulse platform was manufactured in march 2014 and is more than 7 years old, past its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) advisory messages occurred near on the customer's reported event date; thus, confirming the reported complaint. The root cause of ua41 error was due to a defective temperature sensor cabling. To remedy ua41, the temperature sensor cabling was replaced. During initial functional testing, the platform displayed ua41 advisory message upon powering up; thus, confirming the reported complaint. Investigation revealed the temperature sensor cabling was defective. To remedy ua41 error, the temperature sensor cabling was replaced. During further functional testing, intermittent battery fault was observed, unrelated to the reported complaint. As a precautionary, the power distribution board (pdb) was replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).